Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right atrial (ra) lead had dislodged, it seemed to have fallen and was observed on x-ray with elevated hemidiaphragm. The ra lead was revised and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.